Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 454 mg/dl. It was unknown that customer use auto mode at the time of event. Treated with insulin pump. No further patient complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.